Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
Approximately nine months post index procedure, a us doppler of the lower limb arteries (left leg) was conducted. Biphasic flow was demonstrated in the common femoral artery. However, the stent implanted in the superficial femoral artery was occluded throughout its length. The pt was initially admitted for a procedure on 03/20/.07 with a de novo lesion in the proximal superficial femoral artery, in the left leg. The lesion was 22.2cm from the superior edge of the patella and was totally occluded. A smart control nitinol stent was implanted to treat the lesion. The patient's baseline medications included aspirin, ca antagonist, ace inhibitors, diuretics, statins, moxomidine and insulin. The pt's intra procedure medication included aspirin and heparin.